Event description:
It was reported that the material of a bending iron for plates suffered oxidation after being used in three surgeries. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The additional evaluation revealed that there are visible signs of corrosion. The corrosion resistance is only ensured when the products are stored in dry conditions. In addition all metallic contacts in humid or wet conditions may create electrolytic reactions resulting in contact corrosion.